Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and six inappropriate shocks due to sinus tachycardia exhibited during exercise. The inappropriate therapy led to therapy exhaustion. The ICD therapy zones were reprogrammed to optimize therapy for this patient. This ICD remains in service. No adverse patient effects were reported.